Event description:
The customer reported via phone call that the insulin pump alarmed button error and when entering the blood glucose reading, the numbers on screen started ramping. The customer stated he had washed the dishes prior to the alarm but did not think the device got wet. Blood glucose value was 202 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or display ramping on its own noted during testing. The device had minor scratches on the lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.